Event description:
After pre-dilatation with a 3.0mm diameter x 30mm length ptca balloon, a 3.0mm x 24mm length medtronic ave gfx2 stent was inserted into a moderately calcified and tortuous circumflex coronary artery. Upon removal of the stent and stent delivery system, the stent dislodged from the stent delivery system into a deep thigh artery. The stent remains within the pt's arterial vasculature. The target lesion was treated with a ptca balloon. There was no additional clinical sequelae reported relative to the event.